Manufacturer narrative:
The device removed in (B)(6) 2008 is not available for analysis. Unable to confirm if a malfunction occurred. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be submitted.

Event description:
The patient was originally implanted with an aus (artificial urinary sphincter) device in (B)(6) 1992. Through investigation, ams learned that in (B)(6) 2006 ,this device was replaced, details are unknown. This 2006 device was removed in (B)(6) 2008, due to erosion and infection. No further details were provided for this removal. The patient was re-implanted with an aus on (B)(6) 2009. A cystoscopy done on (B)(6) 2010 confirmed that the current device is functional, but the patient must self catheterize due to urethral strictures. Additional treatment is pending due to the location of these strictures.